Event description:
A discordant, falsely low magnesium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument and resulted higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist ran a quickcheck on the instrument photometer, which passed. A siemens customer service engineer (cse) was at the customer site. The ccc specialist and the cse performed troubleshooting with the instrument cuvette washer and sample probe 1. The cause of the discordant magnesium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The initial MDR 1226181-2014-00246 was filed on may 5, 2014. Additional information (04/12/2014): a siemens customer service engineer (cse) replaced the aliquot probe, dryer boots, and a cracked sample probe drain. The cse also primed the integrated multisensor technology (imt) drain valve and the imt probe. The cse discovered that reagent probe 1, reagent probe 2, and sample probe 2 required alignments. The cse ran service checks, all of which passed. The customer ran quality controls, which resulted within range. This instrument is performing according to specifications. No further evaluation of this device is required.